Event description:
Per the clinic, the patient sustained head trauma from a fall (specific date not reported). The patient did not seek immediate medical attention thus developed open wound and mrsa infection over the receiver/stimulator site (specific date not reported). The patient was subsequently hospitalized for treatment with broad spectrum antibiotics (specific type, date and duration not reported).

Event description:
Per the clinic, the patient experienced impact/ trauma and an infection (site of infection not confirmed). Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device on the contralateral side during the same surgery. Additional information has been requested but has not been made available as of the date of this report.